Event description:
Customer called to report that the synchron cx5 clinical system generated falsely low sodium (na), potassium (k), chloride (cl) and carbon dioxide (co2) results. The results were not reported outside the laboratory; therefore, patient treatment was not affected. When the issue was noticed, the samples were rerun after the system was recalibrated, and those results were reported. The field service engineer (fse) inspected the instrument and found that the waste station had salt deposits causing the ion-selective electrode (ise) issues. The fse then removed and cleaned the waste station and the ise components, which resolved the issue. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause of the instrument issue was due to the salt deposits in the waste station. The issue was resolved when the fse cleaned the waste station and the ise components. Customer has not called back to report any further issues relating to this event. (B)(4).